Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 1 on the j2 connector was found damaged.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.